Event description:
The graft was implanted for an ascending aortic replacement graft for an aortic aneurysm. After the clamp was released, the graft leaked blood from its walls and also from a suture hole. The exact quantity of blood that leaked through the walls of the graft is unk, but the doctor claims that it took approx one hour to stop the "oozing" using protamine, oxycel and the application of heat. The doctor stated that there was no significant medical history for this pt. The graft was left in. The pt is doing well without any post-operative complications.

Manufacturer narrative:
A returned, unused segment of the incident-related graft was evaluated by co's consulting pathologist. A copy of that report is attached. Since the portion of the graft that was actually involved in the incident was left in the pt and therefore not available for eval, the complaint cannot be confirmed or denied. Code 86: the manufacturing batch records for the device were reviewed. Code 100: the batch were not atypical- no similar complaints against this batch. Gross description: received in formalin is a segment of vascular graft measuring 17 cm in length by 3.6 cm in diameter. No tissue is identified. Focal areas of the vascular graft are stained a brownish color. No gross blood elements are identified. Microscopic description: a segment of vascular graft with coating is identified. No loss of integrity of the coating is identified on the luminal surface, within the interstices, or on the periadventitial (outer) surface. No blood or tissue elements are identified. Summary: a segment of vascular graft with an intact coating is identified. No loss of integrity of the coating is identified.